Event description:
Upon insertion of an 18fr sheath resistance was met and it could not advance further. An 18fr dilator was then inserted alone and advanced to the l2 level without difficulty. Attempt to advance the sheath further was again met with resistance. Access was then attemped on the left side and was unsuccessful. A 10mm pta balloon was used to dilate the length of the vessel. Sheath was advanced to the l2 level, where the trunk-ipsilateral component was introduced and oriented at the level of the renals. While attempting to withdraw the sheath to the white marker, resistance was met but it was withdrawn with great difficulty. The device was deployed without incident. The sheath was then pulled so that a sheath injection on the left side could be done to ensure the patency of the left hypogastric proir to placement of the contralateral leg. Resistance was felt while pulling the sheath back, a "pop" sound was heard, and the pt's blood pressure began dropping. An aortic occlusion balloon was used to control bleeding and an incision was made which revealed that the external iliac artery had become detached from the common iliac artery. The common iliac was ligated and the left hypogastric was preserved. The contralateral leg of the device was then introduced and deployed without difficulty. A femoral-femoral crossover procedure was performed. The pt reportedly developed postoperative complications related to the open surgical procedure (bowel ischemia, lower limb paralysis and pneumonia) and later expired. The doctor stated that he did not believe this was a device-related issue. He feels that he attempted to push the limits and should have aborted the procedure upon experiencing bilateral resistance while inserting the sheath.